Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted then explanted during the same surgery. Through follow-up with the health-care provider, it was learned that the patient presented with endocarditis of his native mitral valve, and therefore, was referred for mitral valve replacement. Operative report indicates that the native valve had vegetations involving the leaflets. The inflammation had also invaded the annulus of the mitral valve posteriorly. The valve was excised and a patch was incorporated into the patient's annulus. The surgeon indicated that he initially chose the edwards device particularly because the struts were shorter. However, when they closed the atrium, the surgeon noted that the device was not functioning. So they went on bypass again, and he noted that one of the struts of the device was not well positioned. He therefore explanted the device and replaced it with another bioprosthetic valve. It was also noted that this event was not related to a device malfunction of the edwards product. Since the issue is recognized after the patient is off bypass and required reinstitution of bypass in order to explant the valve, this may require significantly extended operative and cardiopulmonary bypass time, which increases the risk of the procedure, hence it is MDR reportable.

Manufacturer narrative:
Struts not well positioned. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unfortunately, no other actions are possible with the available information.